Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump had no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: the pump powered on with functional auditory and vibratory features, but the display remained blank. The presence of auditory tones and vibrations indicates that there is power to the pump. The user may mistake a blank display as a power issue. The complaint of no power could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and there was moisture on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 12/06/2016-correction to serial #.